Event description:
A customer from the (B)(6) reported that he purchased an adc meter while on vacation in (B)(6). He did not realize that the display units on the adc meter he purchased in (B)(6) were displayed in mg/dl, rather than the mmol/l he was accustomed to in the (B)(6). The customer reported that on (B)(6) 2012 at 17:00, he "misread the meter" which displayed 404 mg/dl, and the customer read the result as "40." The customer self-treated with "rapid-acting insulin to bring his levels down." He reported he "started feeling dizzy and had to sit down, and then passed out on a sofa," experiencing a loss of consciousness. The customer self-treated with "water with sugar cubes, sandwich (bread and butter)." The customer self-presented to a health care facility where he was diagnosed with hypoglycemia, and treated with "major sugar intake" in the form of food. A reading of 20 mmol/l (360 mg/dl) was reported at the health care facility following the "major sugar intake." No readings were reported at the time the customer first presented to the health care facility, prior to treatment with food. Upon follow-up, it was clarified that no medication was administered at the health care facility, as "they felt sugar levels were under control without." There is no report of death or permanent impairment associated with this case.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once add'l information is available. All pertinent information available to adc has been included in this report. (B)(4).